Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer screen had a calibration problem. It was indicated that the touchscreen connector required cleaning and reseating. It was also indicated that the power cord bay cover was broken. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a screen calibration problem. It was recommended that the programmer be returned for service but its current status is unknown. There was no patient involvement.